Manufacturer narrative:
Insulin pump passed the displacement. Pump received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked and damage and reservoir was unable to lock due to damaged retainer ring. Customer's blood glucose value was 5.4 mmol/l at the time of the incident. Customer will return device for analysis.